Event description:
The following was reported to gore: on (B)(6) 2025, a 65-year-old male patient with a previous endovascular aneurysm repair (evar) underwent an endovascular procedure for the implantation of a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) to cover a ruptured mycotic pseudoaneurysm of the right femoral artery. The access was obtained percutaneously via the left humeral approach. This was not intended as the definitive treatment, but as a temporary measure to allow open surgery to be performed in a second stage with reduced bleeding risk. In this procedure a 8fr st. Jude (abbott) introducer sheath was used. During the procedure, through contralateral access the viabahn stent was brought into the position at the lesion. It was tried to initiate the deployment of the viabahn stent, but this attempt was unsuccessful. The hospital saw that there was a gap between the catheter tip and the viabahn stent, which was bent and partially disconnected. Because of this deformation, the reliability of the deployment mechanism could not be ensured, and therefore it was decided to take out the viabahn stent. The issue was not present when introducing the viabahn device through the introducer sheath, the incident occurred inside the patient. Another viabahn stent was not implanted; the procedure was converted to open surgery. During this surgery, the patient experienced significant bleeding, requiring transfusion of several units of packed red blood cells. The patient has evolved reasonably well, considering the severity of the underlying pathology.

Manufacturer narrative:
H6. Codes b14, c19: the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. H3. Other; h6 codes b18, c24, d15: the primary reported complaint could not be independently confirmed because there were no items returned for evaluation. The cause for the complaint could not be established with the available information. Based on the incident description and the subsequent investigation, no further information was provided to gore, we are unable to determine the cause of this incident and assign a root cause.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c19: a review of the manufacturing records indicated the lot met pre-release manufacturing specifications. H3 other; h6 codes b18, c20: the device was discarded at the facility, therefore, a device evaluation could not be performed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, a 65-year-old male patient underwent an endovascular procedure for the implantation of a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn stent) for the treatment of a lesion in the external iliac artery. In this procedure a 8fr st. Jude (abbott) introducer sheath was used. During the procedure, through contralateral access the viabahn stent was brought into the position at the lesion. It was tried to initiate the deployment of the viabahn stent, but this attempt was unsuccessful. The hospital decided to take out the viabahn stent and it was seen that there was a gap between the catheter tip and the viabahn stent with no connecting thread.